Manufacturer narrative:
Although the product was not returned, a picture of the bent cannula was received. It was determined to be due to user misuse.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the needle of the cannula remained in the patient's when attempting to change the cannula. Caller stated patient went to the hospital where he had an x-ray and needle was removed. Needle was discarded at the hospital. No product to be returned.